Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, encapsulation, the weight the device within specification, one opening curved on the radius and white particles on the shell. A microscopic analysis was performed which identified: one striated opening on the radius and wear abrasion. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ¿biofilm [illegible] when opening made". Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "biofilm [illegible] when opening made, rupture noted." Device has been explanted.